Event description:
It was reported that "patient called to report that he received a stryker knee in 2006. After experiencing great pain and swelling, he began seeing a pain management doctor. Later on, fevers occurred, which suggested a greater problem and in 2008, an x-ray was taken and indicated that the patients tibia had split. Knee was revised one month later. Patient said that the hospital will be providing the implant to him and he will provide to stryker for evaluation and also can obtain medical records. Is seeking answers as to why this occurred."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.